Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the u.s. Distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was the proximal left anterior descending artery. The lesion was a de novo, ostial, bifurcated and cto lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 10mm and the vessel diameter was approximately 3.0mm. It was an elective case. It is unknown if pre-dilation was conducted. Cypher bx (3.0/13mm) was implanted at 20 atm (inflation time unknown). It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before the procedure was 0. Timi flow after the procedure was unknown. Ivus was conducted. It is unknown if act was measured. Approximately 5 months post-procedure, the patient developed st-elevation mi and visited the hospital. Cag was conducted and thrombus was observed inside the cypher bx implanted. In addition, stent fracture was also observed at the implanted cypher bx. To treat the thrombus, poba was conducted. In addition, an additional des (non-cordis, size unknown) was implanted. Treatment for the stent fracture was unknown. Physician¿s comment: the possible cause of the thrombotic event was due to the effect of the steep angled bifurcation between lmt and lad which affected the stent fracture.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction and thrombosis are known potential adverse events associated with implanting coronary artery stents. The IFU cautions against implanting this stent in the area of a bifurcation or in the ostium of a vessel. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the limited information suggests that vessel/lesion characteristics (angled bifurcation and ostial) may have contributed to the event.